Event description:
(B)(4). Since I started with the essure, starting heavy bleeding, pain in all my body, losing hair, migraine, depression, gain weight, infection. I feel so tired all the time and is hard to continue a normal life.